Manufacturer narrative:
Patient ID and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) procedure. During the procedure, a drill bit broke and as a result the unknown locking screw was unable to lock in the unknown plate. Surgeon had to take apart the initial construct to remove the tip of the drill bit. The drill bit tip was retrieved and one (1) new unknown locking screw was used to lock the unknown plate. Reportedly, there was no problem with the plate, and the new screw locked without difficulty. There was a surgical delay of 5-10 minutes. Additional x-rays were taken intra-operatively to confirm that the broken fragments were removed. Procedure was completed successfully. Concomitant device reported: plate (part# 02.130.214, lot# unknown, quantity 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Part: 03.130.202; lot: f-24402; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: march 19, 2018; the device history record shows this lot of 504 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: broke visual inspection performed at customer quality observed that the drill bit was broken at the portion proximal to the tip. No new issues were identified on the remaining portions of the device. The complaint condition agrees with the complaint description. Therefore, the complaint condition was confirmed. Drawings (mfg. And current) were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Dimensional analysis performed on the shaft diameter at the broken tip portion measured 1.1 mm (ca-814) that falls within the specification of 1.07 mm to 1.1 mm. A device history review was performed for the returned instrument¿s lot number and no nonconformance reports (ncrs), material review reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. The dcrm document was reviewed was found to adequately address the harm of this complaint condition. While no definitive root cause could be determined, it is likely that the device encountering unintended forces when being used intra-operatively could have contributed to complaint condition. Furthermore, with the given smaller dimensions of the drill tip portion (1.1 mm), it is possible that the usage of this drill bit on hard bone could have also contributed to broken complaint condition. During the investigation, no product design issue or discrepancies that may have contributed to the complaint condition were observed. Therefore, no further corrective and preventive actions are proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.